Event description:
Boston scientific received information that one day post implant, this right ventricular lead and device were not sensing appropriately. In addition, high out of range right ventricular lead impedance measurements were displayed. An x-ray was performed revealing the set screw had not secured the lead in place. A procedure was performed. During the procedure, a decision was made to remove the device and this rv lead. Both were replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on march 7, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that one day post implant, this right ventricular lead and device were not sensing appropriately. In addition, high out of range right ventricular lead impedance measurements were displayed. An x-ray was performed revealing the set screw had not secured the lead in place. A procedure was performed. During the procedure, a decision was made to remove the device and this rv lead. Both were replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.